Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 477 mg/dl. Troubleshooting was performed. The customer's most recent glucose reading was 219 mg/dl, and he has been treated with fluids and insulin drip. The customer stated that prior the admission his blood glucose meter read over 600mg/dl. The customer stated that this glucose level was fluctuating through the next day. The time and date were incorrect, and assisted the caller correcting them. Reviewed the alarm history and found a no delivery alarm happened when the infusion set was changed due to a bent cannula. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.